Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "dr. (B)(6) did a standard hip hemi-arthroplasty. After determining appropriate size implant for the femur, the nurse opened the implant and handed it to the surgical technologist. At this point, the tech realized the implant was not properly sealed. It was my recommendation that this implant was at risk for contamination and not be used. Dr. (B)(6) agreed and we used a different implant."